Manufacturer narrative:
Results of investigation: the carefusion field service representative evaluated the unit and was able to confirm the reported issue and isolate it to a faulty main board. The main board was replaced, the transducers were calibrated and the operational verification procedure was performed and the unit is meeting specification. In the event the component is returned for evaluation a follow up report will be submitted.

Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: the carefusion field service representative evaluated the unit and was able to reproduce the reported issue and isolate it to a faulty main printed circuit board. A replacement board was ordered for the repair of this unit. Upon completion of the evaluation or in the event additional information becomes available a follow-up report will be submitted at that time.

Event description:
There was a note on this unit that stated "xdcr fault." It is unknown if there was patient involvement at the time of the event.